Event description:
The customer reported several corneal burns. The nurse changed the tip and cassette several times, flushed the handpiece under pressure, and checked for occlusion. The case was not completed as planned and forceps were needed to remove scraps of nucleus. The pt had corneal clouding with blisters and descement membrane folding. There were subsequent cases canceled. Add'l info rec'd stated the pt status is good. This report is for one pt; for add'l pts see mfg report #s: MDR 2028159-2008-00100, 00102.

Manufacturer narrative:
The sys was examined by the company svc rep. The company svc rep could not duplicate the problem. The sys was tested and met all prod specs. Investigation including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. A copy of the directions for use (dfu) for the handpiece was also provided to the customer.